Event description:
Related manufacturer reference number 3006705815-2022-01587. It was reported that the patient lost effective therapy due to high impedances on most of the contacts. X-rays showed that the extensions had disconnected from the ipg header. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.